Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheek with juvéderm voluma® xc and 1 cc of juvéderm vollure¿ xc. The patient was pre-treated with btl and alcohol 70 %. Six weeks later, the patient had a dental procedure that resulted in a ¿late onset nodule¿ with "swelling and erythema," and the patent developed an "infection" in both cheeks. The patient was treated with augmentin x 5 days, clindamycin, doxycycline, levofloxacin, and 2% kenalog, but the event ¿has gotten worse with extreme swelling¿ in the cheek area and around the eyes. The patent has an unspecified autoimmune disease that is not device-related. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00259 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.